Manufacturer narrative:
The subject device has been discarded by the user facility. Therefore, olympus medical systems corp. (Omsc) could not confirm the phenomenon. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire; length of coated portion; operation of cutting wire. The exact cause of "the knife wire broke" could not be conclusively identified by the following reason; the device was not retuned for the investigation. No abnormalities on the device was considered as no abnormalities were found in the device history record. Based on the similar complaint investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. High frequency current was applied when the distal end of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the distal end of the endoscope were being close to each other. As a result, an electrical discharge between the cutting wire and the distal end of the endoscope occurred, and the cutting wire became instantly hot. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp (omsc) was informed from user facility the knife wire broke during a endoscopic sphincterotomy (est) procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.